Event description:
It was reported that blood was noted in the driveline tubing, the iab had ruptured. As a result, the iab was removed. At the time of this report, the patient is on the or schedule for replacement of iab. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "blood in the driveline" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultra intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Returned with the sample was a portion of the teflon sheath including sheath hub; the sheath extrusion was noted cut and was not returned (inp-4, inp-8). Upon return, the datascope driveline tubing was noted connected to the short driveline tubing; blood was noted in the tubing (inp-4, inp-5). The one-way valve and the one-way valve tether were not returned with the sample. A three-way stop valve was noted connected to the iabc luer (inp-6). The iabc bladder was fully unwrapped (inp-7). Bends to the iabc central lumen were noted at approximately 5.1cm, 41.1cm and 67.2cm from the iabc distal tip (inp-9, inp-10, inp-11). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. As part of functional inspection, an attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire could not be front loaded through the iabc luer. Upon further investigation, the iabc central lumen was noted broken at approximately 74.1cm from the iabc distal tip (anp-1). Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that blood was noted in the driveline tubing, the iab had ruptured. As a result, the iab was removed. At the time of this report, the patient is on the or schedule for replacement of iab. No patient harm or injury. Patient status is reported as "fine".

Event description:
It was reported that blood was noted in the driveline tubing, the iab had ruptured. As a result, the iab was removed. At the time of this report, the patient is on the or schedule for replacement of iab. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).